Event description:
It was reported to bsc/target that during the procedure the tip of the spinnaker elite flow directed catheter 1.5 f-l broke off and remained in the pt's vessel after the procedure. Next day, the tip was retrieved out of the vessel. Procedure was successful. Upon evalaution it was found that the actual catheter returned had its tip present, and had a longitudinal split at the distal shaft section, therefore a company rep was contacted in order to obtain more info. Per an e-mail message received on 09/04/2001: when the co staff person arrived at the hospital to pick up this product to send it back, there was some definite confusion, on their behalf, as to which was the correct product. Obviously, they must have given the staff person the wrong catheter, since more than 1 was used on the case. The verbal complaint is correct but the catheter is the wrong one. They would not have the broken one any more.